Manufacturer narrative:
The date of this event is unknown. The lot number related to this specific malfunction could not be confirmed; therefore, it will remain unknown. Complaint conclusion: as reported, a 5f 110cm 6 side-hole (sh) super torque marker bands pigtail diagnostic catheter burst. An unknown catheter was successfully used as a replacement. There were no reported injuries to the patient. Based on the limited information available, the reported event of ¿catheter (body/shaft) burst¿ could not be confirmed. Procedural and/or handling factors may have contributed to the reported event; however, an exact cause cannot be determined. Excessive manipulation of the catheter is a possible contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5f 110cm 6 side-hole (sh) super torque marker bands pigtail diagnostic catheter burst. An unknown catheter was successfully used as a replacement. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was discarded and will not be returned.